Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on charge coupled device unit, a noise image occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera elite bronchovideoscope screen blackout during angulation. The event occurred during preparation for use. The intended procedure was completed using a replacement device. There were no procedural delays or reported patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result of a damaged/faulty charged-coupled device (ccd) due to user handling. The event can be detected/prevented by following the instructions section below: ¿·inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.